Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: three protectors assembled onto a vial were provided to our quality team for investigation. Through visual inspection, particles were identified within two of the returned vials. There was no damage or other defect noted on the protector membrane, needle, or vial stopper. Characterization testing was performed and found the particles are consistent with material from the vial stopper. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be performed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Based on the available we are not able to identify a definitive root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence

Event description:
This is a complaint about coring. It was reported that coring occurred when the protector is attached. Protector is attached manually.

Event description:
This is a complaint about coring. It was reported that coring occurred when the protector is attached.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.